Manufacturer narrative:
Concomitant medical products: product ID 042294, product type: accessory. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported broken electrodes. The health care provider as part of procedure reported that as he backed out introducer lead got stuck and 2 electrodes broke off and remain in patient. Electrodes got stuck in introducer when lead was being implanted (introducer could not be backed out). Partial explant was performed. New lead implanted on contra lateral side. The issue was resolved at the time of this report. If additional information is received, a follow-up report will be submitted.